Event description:
Approximately twenty seconds into a novasure endometrial ablation procedure, the pt's "heart stopped for approximately three seconds" and the doctor "paused " the procedure during which "the anesthesiologist treated the pt and her heart returned to a regular heart beat". The procedure continued and was successfully completed sixty seconds later. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).